Event description:
It was reported while attempting to implant this right atrial (ra) lead the helix mechanism presented extension difficulties which could have lead to a fractured lead after various attempts. The physician elected to remove and use another lead to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation complete. Lead was subjected to testing, confirming visual fracture of inner coil near terminal end. MDR decision remains the same.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated with any pertinent information at that time.

Event description:
It was reported while attempting to implant this right atrial (ra) lead the helix mechanism presented extension difficulties which could have lead to a fractured lead after various attempts. The physician elected to remove and use another lead to complete the procedure. No adverse patient effects were reported.